Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging apply sample. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Both lot numbers 3579107 and 3460638 passed investigation testing on 06/27/2014 and 07/02/2014 respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #4 ¿ (08/07/2014), the lay user/patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (07/07/2014). The lay user/patient¿s products have been returned and evaluated by lifescan product analysis on 06/05/2014 with the following findings:the test strips passed all testing with no faults found and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.